Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. The customer applied more pressure to the wake button to address the issue. Customer's blood glucose was 162 mg/dl.